Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was not possible to conclusively specify the cause foreign matter that remained in the nozzle. The event is detectable/preventable by handling the device in accordance with the following instructions for use: the IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. The IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign matter in the nozzle. There was no patient involvement.